Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. The folfusor did not deliver all the medicated solution with the ¿normal¿ time. The volume of solution remaining in the device was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between november 25, 2024 ¿ december 2, 2024. H11: the device was received for evaluation with 113 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.